Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A photograph was returned that showed the customer's defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5079901. Conclusion: without a sample, an absolute root cause for this incident is indeterminate.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Contained foreign matter on the shaft of the needle. There was no medical intervention or serious injury reported.